Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up, down, and ok keypad buttons are intermittently unresponsive when pressed. The keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.